Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Possible lot numbers (plots): 5008946 (manufacture date 9/1/2020 - expiry date 9/1/2023) or 4954206 (manufacture date 8/1/2020 - expiry date 7/1/2023).

Event description:
The event involved safeset¿ transpac® it w/03 ml reservoir and needleless valve, red stripe tubing, with velcro arm strap, patient mount in which the customer reported, that on an unspecified date, the device separated between syringe and three way tap while in use. It is unknown if a patient was involved in this incident, however, no harm has been reported as a consequence of this event. No other information is available. This is report 3 of 3.